Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic-assisted bilateral inguinal hernia repair procedure, while the mesh was being tacked, the tacks would not release from the device. A second device was opened but did not work then a third device was opened which worked. There was no patient injury.